Event description:
Needle breakage. Customer reported needle "snapped" at the point just in front of the needle holder during posterior repair of the vaginal canal. Surgical procedure extended 4 1/2 hrs. Needle was retrieved.